Manufacturer narrative:
Concomitant products: dilatation catheter: nse; guide wire: sion, xt-r; guide catheter: launcher. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a concentric, mildly tortuous, heavily calcified, 100% stenosed lesion in the proximal left anterior descending (lad) artery. After the lesion was pre-dilated with a 1.2 mm unspecified semi-compliant balloon catheter, the nc trek 3.0 x 15 mm was advanced to the target lesion and crossed; however, there was resistance met with the anatomy during advancement of the device. During the first inflation, the balloon ruptured at about 12 atmospheres for 15 seconds. The device was replaced with a another balloon catheter, which was inflated without any issue. The procedure was successfully completed after a xience alpine stent was implanted. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) outside the anatomy prior to use. No resistance was met when the protective sheath was removed and during removal of the device. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.